Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the hospital after receiving a patient notifier showing high, out of range, high voltage lead impedance on the rv lead. Patient noted having heart failure symptoms. It was noted that this was a single, isolated, out of range measurement. Physician elected to monitor the patient. Patient was stable before, during and after the event.